Event description:
The customer reported that the device was defective. There was no pt injury. Initial inspection of the device that was returned discovered that two activation dots were missing from inside the jaws. The dots were not returned. Add'l questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted. Add'l questions in regard to the incident have also been asked.